Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked tank cover, broken front cover and pole clamp, outdated pcb and power switch. During the investigation, the device was plugged line cord into outlet and pressed power switch and no power. Investigator removed the device front cover and pcb to investigate further. The customer reported problem was confirmed. According to the investigation, the connection between the pcb and power switch was damaged which caused the reported problem. This was due to the wear and tear from daily use by the customer. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is design (old pcb/power switch design).

Event description:
Information was received that this smiths medical level 1 hotline low flow system did not power on. No reported adverse effects.

Manufacturer narrative:
Other, other text: additional information: h 6 updated as no patient involvement and incident occurred on october 20th, 2020.